Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator and main screen is not booting up when the vent is turned on, after completing the self test, the vent is not booting up and gets hanged, unable to use the touch screen. No patient involvement.